Event description:
Procedure type: video-assisted thoracic surgery. According to the reporter: the size of the incision was about 3 cm in length (the edge of wound was protected with a wound retractor). After putting the specimen in the pouch, the surgeon attempted to take it out of the cavity, but the pouch was broken before passing through the skin. New device was opened, but the same trouble occurred. Broken pieces fell into cavity, but all were retrieved. Without using a pouch, the specimen was removed. The incision was not extended. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).